Event description:
The relative of the homepatient (hp) contacted a global technical service rep (gtsr) and reported a system error 2061 followed by a system error 2068 alarm during dwell 1 of 6 using the homechoice pro system. The caller indicated that the hp had no manual capd supplies to use for peritoneal dialysis therapy while awaiting the device's replacement. Instead, the caller indicated she would close the hp's catheter and start a new apd therapy using the same disposable supplies. The caller indicated, she would contact the hp's nurse if the hp is unable to continue using the homechoice pro cycler until it is replaced. The caller has a pro card for use with the replacement device. There was no pt injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to ensure that proper procedures be reviewed with the home pt's relative.